Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, oversensing of the atrial channel had resulted in automated mode switch episodes. Inappropriate programming was discovered. Device reprogramming was performed.